Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was not delivering insulin properly, causing customer's blood glucose values to not be in range (values not provided). The alleged issued could not be confirmed as customer declined troubleshooting. Reportedly, the customer continued to use the pump for insulin therapy.